Event description:
The surgeon initially used a tibial insert labeled as size 13. When it was too loose, he asked for a size 15. After placing the insert labeled size 15, the surgeon noticed that it was smaller than the previous one labeled size 13. It was then discovered that the size labeling on the boxes had been switched. The pt required a size 18 tibial insert which was labeled correctly and the implantation proceeded without incident. The surgeon was satisfied with the outcome and there was no adverse impact to the pt.